Manufacturer narrative:
Device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, corrosion was found on the power connector. In addition, dust/dirt was also observed on the device. This incident has been deemed reportable due to the corrosion found on the power connector. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and also found contamination of dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.